Event description:
A hospital in (B)(6) reported that two rt110 adult breathing circuits failed the extended self test on a puritan bennett 840 ventilator this was found prior to patient use.

Event description:
A hospital in (B)(6) reported that two rt110 adult breathing circuits failed the extended self test on a puritan bennett 840 ventilator this was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt110 breathing circuit is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the two rt110 breathing circuits were received at fisher & paykel healthcare in (B)(4) for evaluation. The circuits were visually inspected and pressure tested to check for leak. Results: the visual inspection revealed no damage in any part of the returned circuits. The pressure test revealed that the complaint circuits were within specification and were not leaking. A lot check revealed that there were no other complaints for the lot number provided. Conclusion: we were unable to determine what had caused the breathing circuits to fail the ventilator test as we could find no fault with either circuit. All circuits are pressure tested for leaks during production and those that fail are rejected. The user instructions for the rt110 adult breathing circuit state the following: check all connections are tight before use; set appropriate ventilator alarms. (B)(4).